Event description:
The customer reported being hospitalized due to low blood glucose of 32 mg/dl. Troubleshooting was performed. The customer stated that she gave herself too much insulin. Reviewed the programming, and found that the doctor changed the programming. Advised the caller to speak with her doctor regarding the low glucose and call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.